Manufacturer narrative:
(B)(4). The customer reported that the device was freezing up during opcheck. The device was evaluated at philips. The symptom was verified. Reloading the firmware resolved the issue.

Event description:
The customer reported that the device was freezing up during opcheck.